Event description:
It was reported that the physician was aware of at least one pocket fill done by a different practice. It was later reported that the patient was in the ICU (intensive care unit) because of the pocket fill. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).